Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "firm nodules", "inflammatory nodules" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 1 ml of juvéderm vollure¿ xc in the vermillion border. 3 months later, patient experienced ¿firm nodules¿/"inflammatory nodules". Treatment is noted as "antibiotics, is exploring hyaluronidase, kenalog and 5-fu for intralesional injections, and ¿biaxin x 6 weeks". Event is ongoing.